Event description:
It was reported the patient presented in clinic with episodes of syncope. Upon interrogation the patient's pacemaker was sensing noise, leading to a change in pacing. The patient's pacemaker was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Customer complaint of noise and sensing issue was not confirmed. Visual inspection on header did not find any anomalies that could cause the complaint in the field. Device was received at eri voltage level. Analysis of device was performed, including noise test and sensitivity measurement, no anomalies were noted. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.